Event description:
(B)(4): it was reported that the glass of the surgical light had smoke burn marks in it and half of the light will not turn on. There was no pt involvement reported and no adverse consequence reported.

Manufacturer narrative:
There was no reported pt involvement, therefore, no pt data exists. Eval summary - the light head was returned to the MFR for eval. During eval, it was observed that the varistor component on the pcb board became overheated causing burning on the circuit board. There was no report of pt injury or adverse consequences in this event. This is not a single use device.